Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no a review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The original medwatch 3500a's was submitted in error.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "clinical value of spect/CT for evaluation of patients with painful knees after total knee arthroplasty- a new dimension of diagnostics?" By michael t hirschmann, praveen konala, farhad iranpour, anna kerner, helmut rasch, and niklaus f friederich published by bmc musculoskeletal disorders http://www.biomedcentral.com/1471-2474/12/36 was reviewed. The article purpose: to evaluate the clinical value of hybrid spect/CT for the assessment of patients with painful total knee arthroplasty. The article reports: twenty three painful knees in patients following primary tka were assessed using tc-99m-hdp-spect/ CT. Rotational, sagittal and coronal position of the tka was assessed on 3d-CT reconstructions. Of these twenty-three knees, seven were knees implanted with various depuy products. Firstly, the authors found that spect/CT imaging significantly changed the diagnosis and treatment proposed, independently of previous intention to revise or treat the patient. In addition to this, the established diagnosis after spect/ CT imaging was confirmed intraoperatively in all patients who underwent revision surgery. The seventh patient ((B)(6) female) presented with pain and was found to have no evident loosening or rotation. The pain was treated with physiotherapy and is now asymptomatic.